Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized on (B)(6) 2018 at 7:15 am due to infection of the sensor/transmitter site. Customer's spouse stated blood glucose was high, 342-348 mg/dl due to infection. The customer was wearing the sensor/transmitter at the time of admission. Troubleshooting was not completed as the customer was at the hospital. Customer was advised of proper cleaning technique per user guide. No product was returned for analysis.